Event description:
It was that after the device was reloaded the handle broken. Another device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the device was received with the anvil in the closed position and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. The device was noted to have the firing and clamping mechanisms damaged, no functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and yoke teeth were found broken and damaged. Although no conclusion could be reached as to how the yoke teeth and firing trigger teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The returned cartridge was loaded into a test device and if fired, cut and formed all the staples as intended. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.